Event description:
The complainant reported that the clinician was unpacking the polaris ultra nsh ureteral stent in preparation of performing an implant procedure on a pt. During the unpacking, the stent was found to have a side port. The package labeling indicated that the stent inside the package did not contain a side port. The clinician obtained another device and successfully completed the pt procedure. The pt's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
The device has been received for analysis, but the evaluation has not yet been completed. Upon completion of the failure analysis of the device, if there is any further relevant info from the review, a supplemental medwatch will be filed. At this time, we are unable to determine the relationship between the device and the cause for this event.